Event description:
On 22-oct-2021: follow up information was submitted to update awareness date and the result of complaint investigation of the returned unused device (ten sets) showed that all test results were within specifications. Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the (B)(6). On 27-aug-2021, it was reported that on (B)(6) 2021, the patient changed the infusion set. The next day ((B)(6) 2021), the patient experienced high blood glucose event. After which the infusion set was removed from the patient's body, it was noticed that the cannula was bent, and the site location was patient's abdomen. Therefore, on (B)(6) 2021, the patient was admitted to the hospital due to diabetic ketoacidosis and with blood glucose level of 560 mg/dl. During hospitalization, the patient received insulin drip intravenously. The patient stayed for four days in the hospital. Currently, the patient's blood glucose level was 181 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that on (B)(6) 2021, the patient changed the infusion set. The next day ((B)(6) 2021), the patient experienced high blood glucose event. After which the infusion set was removed from the patient's body, it was noticed that the cannula was bent, and the site location was patient's abdomen. Therefore, on (B)(6) 2021, the patient was admitted to the hospital due to diabetic ketoacidosis and with blood glucose level of 560 mg/dl. During hospitalization, the patient received insulin drip intravenously. The patient stayed for four days in the hospital. Currently, the patient's blood glucose level was 181 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.